Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that shortly following a generator replacement, the patient began having discharge from the surgery site. The patient was told the site was a seroma and all the fluid seeped out. The site filled with fluid again and the patient began feeling pressure at the site. The patient had a wound washout and the physician noted that the cause of the seroma is due to vns surgery, and the drainage and pain were related to the seroma. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.